Manufacturer narrative:
--

Event description:
Subsequent information from the local field representative indicated that a non-invasive programmed stimulation (B)(4) study was performed. Commanded shocks of 1.1 joules and 41 joules were performed with the resulting impedances of 80 ohms and 83 ohms, respectively. The patient will continue to be monitored. No adverse patient effects were reported.

Manufacturer narrative:
As of today, no additional information is available. Should additional information become available, this report will be updated.

Event description:
Boston scientific crm received information that this right ventricular (rv) lead exhibited rising shock impedances. Eventually, shock impedances of >125 ohms were displayed. Technical services (ts) discussed troubleshooting options with the local field representative (fr). Subsequent information indicated that the patient was brought in to the office for follow up. The follow up did not reveal any issues. The patient will continue to be monitored via latitude and at normal scheduled checks. No adverse patient effects have been reported. The lead remains in service.